Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the jugular vein using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through another manufacturer¿s microcatheter, the physician experienced resistance and therefore, removed the smart coil. The procedure was then completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.